Event description:
Patient reported their st. Jude neurostimulator does not work, and is looking to have the device removed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Refer to add'l documents in i2k.